Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 305 mg/dl on customers advantage system compared to the doctors result of 112 mg/dl when testing was performed within 10 minutes during a routine appointment. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.